Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose of 246 mg/dl after a recent infusion set change, with no device alerts, no signs of site leakage, and a straight cannula observed upon removal; the user reported announcing a normal meal and reducing snack intake due to the high reading, and a replacement infusion set was requested. Symptoms included hyperglycemia. Outcomes included user troubleshooting and education with advice that glucose reduction could take 1.5 to 2 hours, and replacement supplies were shipped. Investigation included user interview and review of on-body infusion site condition without alarm review findings. Investigation of this case revealed no evidence of device alarm or obvious insertion-site failure, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.